Event description:
(B)(6) clinical study. It was reported that thrombosis occurred. On (B)(6) 2009, a 3.50x28mm study stent was implanted in mid right coronary artery (rca). On (B)(6) 2013, the patient presented with a myocardial infarction (mi). Two days from onset of symptoms, percutaneous coronary intervention (pci) was performed to treat the event. The physician treated the proximal and distal rca, no restenosis in mid rca was noted. However, during the procedure, thrombosis was found in rca. No further patient complications were reported and the patient status was good.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).